Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device failed pre-tests for excessive untrue running (vibration). It was noted that the components were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the quick coupling device failed pretest for excessive untrue running. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.